Event description:
Additional information: it was reported that there was no overdose. The patient did not receive the full amount of medication; however, the patient in question could not be verified.

Event description:
An overdose was reported. It was stated that the healthcare provider (hcp) was concerned that patient was receiving too much medication and didn't understand why patient was getting more medication. Symptoms included "groggy"; they were unsure if there was compounded medication. The pump event logs appeared to be normal. It was added that the dosing was to be evaluated as well as the medication. Drugs delivered via the device were that morphine and another drug indicated was midazolam. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was reported that the physician neither confirmed nor ruled out the overdose as he wanted to understand if there was an issue with the pump. The patient experienced continued back and leg pain and the reporter was unaware of any claim of grogginess. Pump mechanical tests were performed on may 15 with results of ok. There was limited pump log information due to language discrepancies; however on june 13 the pump appeared to be working properly. On july 13 it was reported that the physician had taken the midazolam out of the mix of medication. To the reporter's review "the medication change solved the patient issue". Neither the patient nor the physician had any further issues. The reporter was to follow up to double check and confirm that all was ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), product type catheter, product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).